Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.

Event description:
Same case as 6000089-2006-02294. It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. At the index procedure, the patient was taken to the cath lab where multi-vessel coronary disease (mvd), with occluded posterior descending artery (pda), non treatable circumflex (cx) artery lesions and severe stenosis of mid and mid- distal left anterior descending (lad) was revealed. Two (2.50x24mm and 3.00 x 20mm) taxus express2 drug eluting stents, minimally overlapping, were placed in the left anterior descending (lad). The 2.5x24mm taxus express2 stent was post dilated with a 3.0 balloon, inflated to 12 atms. No complications occurred. Upon follow-up, the patient was asymptomatic and negative for methylisobutyl isonitrile (mibi). The primary care physician advised the patient to stop the clopidogrel at 6 months. Medications used pre-procedure. Clopidogrel, asa, and atorvastatin. Medications used during the procedure: heparin. Medications used post- procedure: clopidogrel, asa, and atorvastatin. Eleven months later, the patient experienced a sudden anterior ami. A thrombosis intra-stent at the distal stent was diagnosed and treated with plain old balloon angioplasty (poba) with excellent results. Patient status reported as "asymptomatic".